Event description:
It was reported that a request was made to have data from this pacemaker analyzed as the longevity was decreasing quicker than expected. Data analysis showed two telemetry codes were declared, which indicated a rf telemetry hardware issue. In addition, the power level was high, and if it remained at the present level the device may set elective replacement indicator (eri) in a year. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the device.

Event description:
Additional information was received that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.